Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that his one touch ultra meter was not powering on. The pt reported that the alleged issue first occurred ten days prior. After the product issue began, the pt experienced blurry vision (five days later). He visited his dr and was tested on the dr's meter with a result of 250 mg/dl. At the time of troubleshooting, it was verified that this was not a new product and that there was no misuse of the product. The pt was using the correct test strips and had replaced the battery per the owner's manual. The battery was correctly installed and the condition of the battery contacts was good. However, the alleged issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the pt claimed to have experienced the symptom suggestive of hyperglycemia after the product issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.